Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. All operating currents are within the specification, no unexpected low battery, battery out of limit, or off no power alarm noted. Insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error and then battery out limit. The act button on the insulin pump was unresponsive. The customer was able to clear the button error alarm. Customer's blood glucose level was 300 m/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.